Manufacturer narrative:
One medfusion pump was received with a counterfeit top case. The event history log was reviewed and there was a check syringe plunger sensor error. The power up process was conducted and "check syringe plunger sensor" was found at power up. The flippers on the left plunger case were found to intermittently stick when the plunger lever is pressed and released. The observed failed condition is likely from normal wear given the pump is over 13 years old. The left plunger case will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump failed the occlusion test. There was no patient involvement.